Event description:
A customer contacted beckman coulter inc., (bec) regarding a leak above the liquid waste drawer on a unicel dxi 800 access immunoassay system. Proper personal protective equipment (ppe) was worn and there was no injury due to the spill. Customer is not questioning assays or patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse found leaking wash buffer transfer peri-pump tubing. The fse replaced tubing and verified system performance to published specifications. Hardware is the root cause for this event.